Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels due to bent cannula. The customer reported that the insulin pump may have under deliver the insulin. The customer reported that she had high blood glucose levels of 24 mmol/l. The customer stated that when she removed the infusion set, the cannula was bent. The customer stated that she was unable to bring down the blood glucose levels. The customer treated high blood glucose with manual injections. It was reported that the customer had current blood glucose levels of 9.8 mmol/l. The customer reported that she also had ketones and gastroparesis. The customer stated she went to hospital and she had dialysis due to presence of ketones in the urine. Troubleshooting was not performed. The product is not expected to return for analysis.